Manufacturer narrative:
8/17/1997-supplemental report #1 sent to FDA.

Event description:
During a sub-total gastrectomy procedure, the knife blade was missing and the tissue was not cut. Malformed staples were found on the invaginated tissue. The surgeon resected the tissue with another device. The pt's status is satisfactory.